Manufacturer narrative:
Initial reporter phone: (B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog, lot, and expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Correction: device product code has been corrected in this report. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,it states; "intraoperative or postoperative bone fracture and/or postoperative pain" and "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-07958 & -09298/ -09300).

Manufacturer narrative:
Evaluation of the returned device found evidence of black matter which confirms the 'black discoloration' in wound as per complaint description. A large volume of bone cement was noted on the distal femoral. As this bone cement was noted to be quite smooth, it was apparent that an incorrect cementing technique was used. Deformation was noted on the distal femoral screw hole and the taper tab and engagement was evident on the internal taper. Based on this investigation and the device history records review, the product was conforming upon leaving biomet and the conditions of use caused or contributed to this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Additional information: event description - updated based on manufacturing history review of one of the products associated with this event, the yoke, there is evidence to suggest that patient underwent another revision which occurred on an unknown date after january 15, 2013 and before september 9, 2014. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain, metallosis, and synovitis. Upon opening of the knee joint, a black discoloration was seen in addition to a broken femoral screw. Debridement was performed and the screws were removed. No pieces were retained in the patient. The distal femur, axle, yoke, tibial and femoral bushings, locking pin and bearing were also replaced. Product was returned for evaluation and identified. Three of the returned items were confirmed to have been manufactured in 2012 and 2013. This verifies that a revision procedure occurred after (B)(6) 2013 and prior to (B)(6) 2014. Follow up attempts to obtain details of the prior revision procedure were unsuccessful. The date and reason for the previous revision are unknown.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain, metallosis, and synovitis. Upon opening of the knee joint, a black discoloration was seen in addition to a broken femoral screw. Debridement was performed and the screws were removed. No pieces were retained in the patient. The distal femur, axle, yoke, tibial and femoral bushings, locking pin and bearing were also replaced.